Event description:
It was reported the valve was explanted due to aortic stenosis. During the explant procedure, pannus formation was found on the aortic side of each of the aortic valve leaflets. The valve was replaced with a 23 mm tissue valve from another manufacturer.